Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the pressure relief valve was faulty on an rd900 neopuff resuscitator. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the pressure relief valve was faulty on an rd900 neopuff resuscitator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. In addition, the manometer and valve system were performance tested according to the neopuff technical manual. The pressure relief valve was also checked for consistent rise in pressure. Results: visual inspection revealed no damage to the returned neopuff. The manometer and valve system passed the tests specified in the neopuff technical manual. No intermittent fluctuations in pressure were noted when adjusting the pressure relief valve; a consistent rise in pressure was observed. The reported fault was not replicated during the performance testing. Conclusion: we were unable to determine the cause of the problem reported by the customer as no fault was found with the returned neopuff device. It functioned as intended during the performance check. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."